Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone insulation came off tip. A new device was used to finish the procedure. There was no delay. There was no harm to patient.

Manufacturer narrative:
Tw ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/29/2024. An investigation was conducted on 01/302024. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws. The clear silicone insulation on the hot jaw was observed to be intact, with no visual defects observed. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal tip of the cold jaw. No other visual defects were observed on the jaws. The heater wire was observed to be bent and flexed away from the hot jaw at the center of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed as well as the analyzed failure "material twisted/bent wire" was observed. The lot # 3000357804 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.